Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's generator driver, genterator interface board (gib), and fluoro functions board (ffb) circuit boards were evaluated and replaced. In order to replace these components, several other components with in the system were required to be upgraded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event